Event description:
It was reported by service report that the headend of the bed will not raise up or lower. It is unknown if there was patient involvement or if there are adverse consequences to report.